Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set leakage in the tubing. The infusion set was in use for 3 days. Blood glucose at the time of event was displayed high. Patient took correction bolus using pump. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.